Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing produced a lower result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered a small fold in one of the valve gaskets. The fse corrected the fold and resolved the issue. The fse performed high sensitivity system check which passed within system specifications. The unit conformed to the manufacturer's published performance specifications.